Event description:
It was reported that, video system center exhibited image noise. The issue was identified at the time of inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.